Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: november 5, 2024 sampling from: the air/water channel cfu: 1 cfu/ml bacterial identification: acinetobacter ursingii sampling date: november 5, 2024 sampling from: the auxiliary water channel cfu: 1 cfu/ml bacterial identification: acinetobacter ursingii sampling date: november 14, 2024 sampling from: the instruction/suction channel cfu: 0 cfu/ml bacterial identification: n/a sampling date: november 14, 2024 sampling from: the air/water channel cfu: 3 cfu/ml bacterial identification: micrococcus endophyticus, staphylococcus saprophyticus sampling date: november 14, 2024 sampling from: the auxiliary water channel cfu: 2 cfu/ml bacterial identification: micrococcus endophyticus, micrococcus luteus the device evaluation found foreign material adhered to the air/water cylinder, suction cylinder, air/water channel, instrument channel, and auxiliary channel. The foreign material was not able to be identified and no deformation or breakage was reported at the foreign material adhesion sites. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.